Manufacturer narrative:
Investigation pending.

Event description:
Caller reported false positive troponin I (tni) result on triage cardiac panel test vs. Lab analyzer. Patient draw at 13:00 gave a high tni result and was negative on retest. Second draw at 21:00 had a high tni result that was negative on repeat. Third draw on morning of (B)(6)2010 was run on new lot of devices with a negative result